Manufacturer narrative:
The patient's system explant was postponed due to the patient having issues with their blood sugar. A new date has not been scheduled for this patient's surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation from their scs system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.